Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hypotension. Prior to discharge the patient's blood pressure decreased. They were given pressers to support their blood pressure and underwent imaging to investigate the cause. Cardiac tamponade was ruled out. The patient stayed at the facility overnight due to the complication and was discharged the following day. They have since fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.